Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, severe paravalvular leak (pvl) occurred. A second 34mm transcatheter bioprosthetic valve was implanted valve-in-valve for the treatment of the pvl. Following the implant of the second valve mild pvl remained. No additional treatment was reported. No additional adverse patient effects were reported.